Manufacturer narrative:
Event took place in the (B)(6) and has been reported through (B)(4) distribution subsidiary pajunk medical ltd. Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Initial reporter´s narrative: distal end came off.

Manufacturer narrative:
Based on risk assessment and clinical evaluation file is considered as closed. (B)(4).

Event description:
Irn# (B)(4). From initial reporter´s narrative: difficult spinal, inserted introducer then spinal needle several times before success. On successful placement, trocar end came apart when removal attempted.